Manufacturer narrative:
(B)(4): the customer reported that the unit failed to charge the battery. There was no report of pt involvement. Philips customer care center and the customer determined that the a power module had failed. The customer was sent a new ac power module which resolved the failure.

Event description:
The customer reported that the unit failed to charge the battery. There was no report of pt involvement.